Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00427.

Event description:
It was reported that a vitality closure top was found loosened from a vital mis construct postoperatively. The patient is asymptomatic and has fused. There are no plans for a revision at this time. This is report one of two for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10. The complaint is unrefuted for one of one vitality closure tops and one of one vitality screws for the reported failure of loosening post-op. The products were not returned and no photos were provided, so an evaluation is unable to be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause is determined to be design issue irrespective of the product evaluation not being performed as the product falls under the scope of CAPA based on the notification date of the event and recall notification date. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.